Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication cannot be determined. Isi has not received the instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. The pcs instrument with lot number n10181206-0102 was on its last usage during the case. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted tongue base resection procedure, the pcs instrument was observed to have burn marks on the plastic portion of the instrument when the surgeon was cauterizing the base of the tongue. As a result, the patient sustained some mild injuries to the tongue. The patient did not require any repairs or additional excision of tissue due to the injury. The patient was intubated for 2 days post-operatively to avoid pain during the recovery period. The cause of the intra-operative complication is unknown. Blank MDR fields follow-up was attempted, but the missing patient information in was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted tongue base resection procedure, the permanent cautery spatula (pcs) instrument had burn marks on the plastic portion of the instrument when the surgeon was cauterizing. As a result, the patient sustained some mild injuries to the tongue. The patient was kept intubated 2 days after the surgery. There were no fragments from the monopolar instrument which fell into the patient. The procedure was completed successfully with no fragments that fell into the patient. Intuitive surgical, inc. (Isi) followed up with the surgeon as well as nurses from the site and obtained the following information: the pcs instrument was inspected before use and there was no damage seen. Arcing was not observed by the surgeon as the surgeon was only looking at the active part of the instrument. The surgeon was trying to cauterize the base of the tongue when the instrument got burned. Both monopolar cut and coagulation was used when the event occurred. The generator used was an erbe and the settings were: cut: 3, coag: 3. The instrument was in use for about 25 minutes when the incident occurred. A maryland bipolar forceps instrument was in use as well when the event occurred. There was no collision of instruments, the instrument tips did not touch clips/ staples/sutures when energized, and the jaws were not immersed in liquid or contaminated by carbonized tissue. The surgeon believes that the heat energy of the instrument burned the plastic insulation of the instrument, which subsequently burned the patient's tissue. The grounding pad was placed on the right leg and was properly placed. There were no defects identified on the grounding pad. The surgeon did not have to excise additional tissue. The patient was admitted to the ICU after the injury to avoid pain during the post-operative recovery. The patient did not have any post-operative complications and the surgery was a success. The instrument will be returned to isi. Patient demographic information was not provided.

Manufacturer narrative:
On 7-nov-2022, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the permanent cautery spatula (pcs) instrument: failure analysis investigations confirmed the customer reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley, proximal clevis, and distal clevis. Black char marks were present at the distal end. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induced. One side of the distal clevis ear was removed, and the silicone potting did not appear to be compromised. The conductor wire was still intact around the weld location. The electrical continuity test passed. Despite all the heavy charring and debris, no exposed bare wire was observed to the conductor wire. Common causes of thermal damage are typically attributed to mishandling/misuse. The probable cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. If this instrument has thermal damage to the monopolar yaw pulley and/or distal clevis but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.

Event description:
Refer to h10/h11 for follow-up information.